Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra 2 meter had a calcode issue - calcode read 28 on the meter instead of 25. The complaint was classified based customer care advocate (cca) limited documentation as the patient was unwilling to answer all questions. The patient was unwilling to say when the alleged cal code issue began or how he manages his diabetes. The patient was unable/unwilling to say if he made any change to his usual diabetes management as a result of the product issue. The patient stated that as a result of the incorrect calcode on the meter he developed symptoms of "shakes, mild confusion and tachycardia" the patient was unable /unwilling to say what treatment, if any, he received. At the time of trouble shooting, after walking the patient through changing the calcode the issue was resolved. Products were requested back for evaluation. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious diabetes excursion after the alleged product issue began.